Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05638 for a description of the other device. It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic pain, abdominal pain, dyspareunia, bleeding, urinary tract infection, stress urinary incontinence, and prolapse. All other information is unknown.